Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 27 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include being cold as well as unresponsive and in a coma. The patient reports they had taken glucose tablets as well as food and juice. Upon arrival of the paramedics the patient was treated with glucagon as well as a heating pad and intravenous fluids. The patient was taken to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient was discharged from the hospital after 5 days. The patients pod will not be returned as it has been discarded.